Manufacturer narrative:
(B)(4). When reviewing reportable events for first step family range, we have been able to find some complaints with similar fault description, however no trend has been observed. Please note that the performed review revealed that although all complaints had the same effect (patient falling off) there is no one, particular scenario or sequence of events that leads to the patient unintentional exit from the mattress of bed surface. The initially stated device was an arjohuntleigh branded mattress replacement system first step tricell serial number (B)(4), which is a part of arjohuntleigh us rental fleet. Due to the fact that complaint description contains information that the patient fell from the bed we have requested additional information regarding the bed frame that was used with this mattress system during the issue occurrence. According to the clinical person from the facility the patient was using an old invacare bed frame (manual, non-electric). The bed frame is non-arjohuntleigh product. Upon the conducted investigation, the exact model and condition of the bed frame remained unknown. At the same time, the mattress condition was found to be up to the manufacturer specification. Although we were not able to confirm the malfunction of arjohuntleigh device which could have led to the event occurrence, with the limited information provided we can not rule out the possibility that our device somehow played a role in the event (e.g. Mattress was too high for used bed frame which could increase a possibility of unintentional patient exit). It is worth noting that the user guide, provided with each rented device, includes all necessary warnings and guidance in regards to correct and safe selection of bed frame which would be used with first step tricell mattress replacement system. In quick reference guide (#(B)(4) rev.c) following information can be find: bed frame : "always use a standard healthcare bed frame with safeguards or protocols that may be appropriate. It is recommended that bed and side rails (if used) comply with the hospital bed system dimensional and assessment guidance to reduce entrapment, march 2006 (see www.FDA.gov/cdrh/beds/guidance/1537.pdf). Frame and side rails must be properly sized relative to the mattress to help minimize any gaps that might entrap a patient's head or body." Side rails and restraints - "use or non-use of restraints, including side rails, can be critical to patient safety. Warning: serious injury or death can result from the use (potential entrapment) or non-use (potential patient falls) of side rails or other restraints. " whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and care givers, with facility protocols in mind. Care givers should assess risks and benefits of side rail / restraint use (including entrapment and patient falls from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and / or family. Consider not only the clinical and other needs of the patient but also the risks of fatal or serious injury from falling out of bed and from patient entrapment in or around the side rails, restraints or other accessories. Consult a care giver and carefully consider the use of bolsters, positioning aids or floor pads, especially with confused, restless or agitated patients. It is recommended that side rails (if used) be locked in the full upright position when the patient is unattended. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency. Monitor patients frequently to guard against patient entrapment. Caution: when selecting a standard mattress, ensure the distance between top of side rails (if used) and top of mattress (without compression) is at least 8.66 in (220 mm) to help prevent inadvertent bed exit or falls. Consider individual patient size, position (relative to the top of the side rail) and patient condition in assessing fall risk. In summary, the arjohuntleigh device was being used for patient treatment and placed on the not-arjohuntleigh bed frame, therefore it played a role in the event. No failure has been found within the device. The complaint was decided to be reportable based on the potential related with patient fall. Given the circumstances and the fact that it could not be confirmed that arjohuntleigh branded mattress failed to meet its specification there are on other actions proposed at this time.

Event description:
Arjohuntleigh has been informed that a patient was lying in the bed and then observed on floor in the room. The patient complained about her head hurting, however no injuries were found to be present after the event. Based on the additional information following have been confirmed: a patient was a female, (B)(6) years, (B)(6) lbs ((B)(6) kg). Patient was dependent with majority of her care. After the event, a neuro check was performed per the facility protocol and the patient was treated with anti-coagulant therapy. The patient was utilizing the arjohuntleigh branded mattress placed on non-arjohunltiegh bed frame. It has been confirmed that the bed frame was an old invacare bed frame (manual, non-electric). The bed had a siderail present however it is unknown if the siderail was in the up position when the event occurred.